Manufacturer narrative:
(B)(4). Batch # t5ep0d. Device analysis: the analysis results showed that the cs40g device was received with no apparent damage and with a reload loaded in the device. The reload was received with all staples protruding, the washer uncut and with the knife recessed below the reload deck. The drivers were noted to be partially advance. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The condition of the reload is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested, and the following was received: additional information received: could you please clarify if the device fire? Did not fire. Did the device cut? No. If the device cut/fired, was the cut line complete? N/a. Did the device staple? No. If the device stapled/fired, was the staple line complete? N/a. If the device stapled, was the shape of the staples (b-formation, irregular, unformed)? N/a. The device would not deploy when used. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that one cs40g would not deploy. There were no patient consequences. There were no patient consequences. Procedure: colectomy.